Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose read 49 mg/dl prior to the event. The customer was treated with juice and glucose tabs, but his blood glucose remained low. The customer's blood glucose levels did not stabilize until he was given glucose intravenously in the ambulance on the way to the hospital. The customer's mother stated that the customer's glucometer was giving erroneous readings. The customer was sick with gastroenteritis prior to the event. The customer's mother stated that the customer's body was not absorbing carbohydrates, causing an insulin like overdose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.